Event description:
It was reported that during device change-out the right ventricular lead integrity was compromised; therefore, the physician elected to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).